Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed broken device assessed as surgical impact opening. ¿pain: unable to observe as it is not related to the manufacturing process. ¿lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Patient later reported thick lump. Later healthcare professional reported "rupture" confirmed via ultrasound, "pain" and "silicone gel touched the patient". Device has been explanted and will be returned.